Event description:
Reporter indicated that it is believed that there may be current leak with the ncp system. Neurologist believes that the ncp system has a current leak, because the patient has been experiencing painful stimulation with neck and chest pain and has not had efficacy since generator replacement surgery. Device diagnostic testing was within normal limits, indicating proper device function. It was also reported that the patient is not doing well with the current device settings as they cause the patient to cough and have neck pain at night unless he suppresses the vns therapy with the magnet.